Event description:
It was reported that following a pump and catheter surgery in (B)(6) 2012, the patient developed (B)(6) infection at the pump pocket location. As a result, the pump system was partially explanted. The pump was removed and the catheter remained implanted. Following pump removal, the patient experienced withdrawal from no longer having the it (intrathecal) medication. Specifically, the patient experienced hallucinations and severe pain and ¿things got really bad¿. Currently, the patient took oral morphine and oral baclofen as well as oxycontin for breakthrough pain. The drugs in the pump at the time of the infection event were lioresal and morphine. The patient was currently doing fine but she would rather have the pump for treatment. The patient had been pleased with it therapy. The cause of the leak and troubleshooting/diagnostics were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8590-9, lot# n313004, implanted: (B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).